Event description:
On (B)(6) 2013, it was reported that the patient's infusion device displayed e10 (cartridge error) and the patient didn't know what to do, so he contacted a company representative. The patient was advised to change the battery and check back in after 30 minutes. The patient called back and stated that his blood glucose level was 24.9 mmol/l (448.2 mg/dl). The patient called for an ambulance and was taken to the hospital. The following morning the representative visited the patient at his home. The representative could not find problems with the infusion device and the patient continued using the device. No product was requested to be returned for evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report. No product requested to be returned.

Manufacturer narrative:
As the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed. No product was returned.